Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: k013227.

Event description:
It was reported a missing implant (tsvb11) from packaging found during procedure. Procedure was completed using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer has returned one image of the product packaging, which shows the implant box, outer vial, IFU and sticker sheet. The contents of the vial cannot be seen from the angle photographed, therefore no further information regarding its contents could be verified. Review of appropriate documentation: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; product packaging. DHR review was completed for the subject lot number 1214900. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the vial component inspection showed that all parts inspected passed. Complaint history review was performed for the reported lot number (1214900) for similar cause and no other complaint was identified. Complainant reported that during implant surgery when opening the blister the implant was missing. Doctor completed the surgery with another implant same size. The reported complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.